Event description:
Discordant high troponin results were obtained on two (2) patient samples on different dates. The discordant results were not reported to the physician. The samples were retested (no new sample collection). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause of the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high troponin results were obtained on two (2) patient samples on different dates. The discordant results were not reported to the physician. The samples were retested (no new sample collection). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin results

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause of the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.